Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv lead. Ts provided troubleshooting options. Subsequently, the patient was seen in clinic. The field representative provided noise could be generated by tapping on the device in bipolar configuration but no noise could be recreated in unipolar configuration. Manual inspection found the rv lead was fully inserted. The physician disconnected and reconnected the rv lead but high out of range impedance measurements were again exhibited. The physician explanted this rv lead. Another lead was implanted to complete this procedure. Additional information provided this rv lead had been fractured. This rv lead has not been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv lead. Ts provided troubleshooting options. Subsequently, the patient was seen in clinic. The field representative provided noise could be generated by tapping on the device in bipolar configuration but no noise could be recreated in unipolar configuration. Manual inspection found the rv lead was fully inserted. The physician disconnected and reconnected the rv lead but high out of range impedance measurements were again exhibited. The physician explanted this rv lead. Another lead was implanted to complete this procedure. This rv lead has not been returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv lead. Ts provided troubleshooting options. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 273 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, oversensing and pacing impedances high out of range were likely caused by the confirmed fracture. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv lead. Ts provided troubleshooting options. Subsequently, the patient was seen in clinic. The field representative provided noise could be generated by tapping on the device in bipolar configuration but no noise could be recreated in unipolar configuration. Manual inspection found the rv lead was fully inserted. The physician disconnected and reconnected the rv lead but high out of range impedance measurements were again exhibited. The physician explanted this rv lead. Another lead was implanted to complete this procedure. Additional information provided this rv lead had been fractured. This rv lead has been returned and analysis performed. No additional adverse patient effects were reported.